Manufacturer narrative:
Event date is estimated. This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that increased lead impedance and increased capture threshold resulting in loss of capture were noted on the right ventricular (rv) lead. During the procedure, the lead appeared to be kinked. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.